Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the battery compartment area was stripped from frequent battery changes. The customer's blood glucose was 411 mg/dl, which was treated with manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.